Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported to abbott a patient lost significant weight. Both leads migrated and the ipg site became uncomfortable. The patient underwent a surgical intervention where both leads were explanted and replaced. Pocket site was not moved, the originally battery was sutured down to prevent it from moving. Effective therapy was restored.